Event description:
It was reported that a patient experienced a connection issue between a transfer set and a titanium adaptor. The patient was unable to get the transfer set to lock tightly with the titanium adaptor for peritoneal dialysis therapy. The transfer set was replaced and the problem was resolved. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap transfer set was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received with a titanium adapter attached to the patient adapter. Leak testing, clamp function testing, and clear passage testing were performed with no issues noted. Integrity of seal surface test was performed with no leak noted. A visual inspection identified a damaged/deformed patient adapter consistent with possible over-torquing; the sample failed to meet product specifications. The cause was undetermined. A CAPA has been opened to investigate the reported problem. Should additional relevant information become available, a supplemental report will be submitted.